Event description:
Revision surgery - due to the patient having an infection.

Manufacturer narrative:
The reason for this revision surgery was reported as an infection. The previous surgery and the revision detailed in this investigation occurred over 2 years and 3 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There was a nonconformance associated with the part part number 509-00-432,rsp humeral socket insert,32mm +4mm, standard hxe-plus which documents a nonconformance that out of 20 quantities lot, 1 part was rejected due to engrave issue. All the parts were sent to rework and 19 parts were accepted after handling suitable operations. All items were reworked and met the design, fit and function requirements. The device and its applicable concomitant devices were within their respective expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was reported as an infection. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. It is also possible that the patient was not compliant with post-surgical instructions. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical.there are no indications of a product or process issue affecting implant safety or effectiveness.